Manufacturer narrative:
Manufacturing investigation evaluation: a cable tensioner (part 391.201 / lot p135633) was returned and passed visual inspection and functional inspection conducted by the supplier. This synthes tensioner was returned with the locking bit (400-813), which passed functional and visual inspections. The attachment bit (400-812) was also returned and passed visual and functional inspections. A device history record review was conducted and found that the device met specification prior to shipping. The exact root cause for this complained problem could not be found. The complained issues could not be confirmed throughout the investigation. The completed functional tests met specifications and a cable could pass freely through the device. No manufacturing related failures were found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier and weight are unknown. Device is an instrument and is not implanted or explanted. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was undergoing a procedure on (B)(6) 2016 to treat a primary diagnosis of pseudoarthrosis (no relation to a synthes device). During the procedure, the surgeon was attempting to tighten a small cable using a cable tensioner, but the cable failed to pass through. The surgeon then inserted a 1.5mm kirschner wire into the tensioner from the other end and a foreign substance (small black object) came out of the hollow section. The surgeon stated that this was the first attempt to use the tensioner, so the substance must have been inside the hollow section when it was delivered. The surgery was delayed, but the length of time is unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history record review: manufacturing location: (B)(4) - manufacturing date: december 18, 2012 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.